Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
H3/h6: product investigation summary: the following complaint devices were received: one pediatric lcp hip plate 2.7mm/100°/2 holes one unknown guide wire one unknown screw - please note: the unknown screw had no allegation against it. Upon investigation, it was determined that the unknown guide wire is most likely part number 292.65, based on the length, color, and diameter of the returned instrument. Visual inspection showed the guide wire is stuck onto the plate and cannot be separated. A root cause could not be determined, but most likely the wear marks on the guide are indicating that a drill was used to insert the guide wire. The guide wire was being removed under power and too much torque was generated causing the guide wire to go off axis and become stuck onto the plate. This complaint is confirmed. Both of the complainant devices are part of the pediatric lcp plate system. The system is utilized for osteotomies and fracture fixation of the proximal and distal femur in infants, children, adolescents, and small statured adults. The relevant drawings for both of the returned parts were reviewed. The designs, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). The device was not implanted or explanted during the surgical procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4)- manufacturing date: january 18, 2012 - expiry date: january 1, 2022. The review of the lot number (7713556) has shown that this plate was manufactured as a sterile product. The complete part number would be 02.108.300s. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right hip rotational osteotomy procedure on (B)(6) 2015. During the procedure, the guide wires were inserted according to the technique guide and a cut was made for the osteotomy. At that point, a 2.7mm pediatric locking compression plate (lcp) and two (2) 2.7mm locking screws were inserted. As the surgeon attempted to remove the second guide wire, it became bound to the plate and would not come out. The surgeon decided to remove the plate and screws and implant a new construct. During insertion of the new locking screws, one (1) became damaged due to positional change and was removed. A total of four (4) locking screws were ultimately implanted with the aid of additional x-rays for proper placement. A thirty (30) minute surgical delay was noted. The procedure was completed. This report is 1 of 2 for (B)(4).